Event description:
It was reported that, during the implant procedure, this implantable lead was attempted to be implanted de to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure, this implantable lead was attempted to be implanted de to a product performance issue. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed helix deformation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.